Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes received a line blocked alarm. They followed the instructions on the app to resolve with the current cassette. This was the first time getting this alarm and upon checking the tubing, there was nothing wrong with it. The patient received the alarm again, so she reported it back., checked the tubing again and saw there was a kink in the tubing. The patient thought this might have happened while they slept. The patient changed the tubing to resolve the issue and if they get the alarm again, they will change out the site. The patient did not have access to the lot number. The operator of the device was the lay user or patient. No patient harm or no patient injury. Patient details were provided: the patient is a 56 years old non-hispanic/latino white female weighing 158. The event occurred while in use with patient.